Event description:
The device was used during an unspecified procedure. Reportedly, the suture disengaged from the instrument. The surgeon used another device to complete the procedure. No pt injury was reported.